Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve was not sealing. It was initially reported by the customer that shortly before the end of the examination, the doctor noticed that the insertion valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking. Without a catheter in the sluice, blood dripped out. The valve of the sluice could only be sealed if the ablation catheter was in the sheath. Fortunately, the procedure was already in the waiting time, so the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not need to be changed. There were no negative consequences for the patient. The part that broke was reported as the hemostatic valve. The valve was dislodged into the hub, not outside the hub. The brim cap did not become detached from the sheath. The sheath was being used on patient at the time of incident. No air entered the patient¿s body. The approximate volume of blood return that was observed was 50ml. There was no patient consequence.

Manufacturer narrative:
On 5-sep-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve was not sealing. It was initially reported by the customer that shortly before the end of the examination, the doctor noticed that the insertion valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking. Without a catheter in the sluice, blood dripped out. The valve of the sluice could only be sealed if the ablation catheter was in the sheath. Fortunately, the procedure was already in the waiting time, so the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not need to be changed. There were no negative consequences for the patient. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 00002294 number, and no internal action related to the complaint was found during the review. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the valve was not sealing. It was initially reported by the customer that shortly before the end of the examination, the doctor noticed that the insertion valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking. Without a catheter in the sluice, blood dripped out. The valve of the sluice could only be sealed if the ablation catheter was in the sheath. Fortunately, the procedure was already in the waiting time, so the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium did not need to be changed. There were no negative consequences for the patient. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The valve issue could be related to the obstruction reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).